Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device automatically shut off a few seconds after power on immediately following display of the boot splash screen. Internal inspection found metallic shorting inside the on/off power button which created an electrical short across the button. This resulted in the button being electrically ¿pressed" even when not physically pressed causing the unit to unexpectedly power on or off on its own.

Event description:
The customer reported the device turns off when monitoring. No patient impact or consequences were reported.